Event description:
It was reported that the head of the fixed screw fractured during final torquing. The screw was removed and replaced. Event resulted in a delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of the event.